Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 08/12/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: suture breakage was reported. Four photographs were received as an evidence against the complaint. Upon photographic verification of photograph 01 and 02 it is identified that product lot number is v9004. Photograph 02 indicated product code nw846 lot v9002. Details available in these photographs were verified with available records and it is confirmed that the product was manufactured at ethicon aurangabad site and is a genuine product. Photograph 03 were related to surgery: photograph of surgery was discussed with the doctor available in site ohc. According to inputs received from doctor, gauge that is present in between two layers of the tissue, could have exerted additional pressure in the tissue. Due to this additional pressure in tissue, additional unusual force could have been applied while suturing which could have resulted in the suture breakage. Photograph 04 indicated three strands of broken prolene suture. Middle photograph indicated suture damage and fine filaments generated during suture breakage. Prolene suture is monofilament polypropylene blue. Monofilament suture does not exhibit the property of loose braids. Such strands could have generated due to forceful handling of suture. However actual impacted device was not received for investigation. In addition, five retain samples of incident codes nw846 and lot number v9004 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the usp average knot pull tensile strength requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: which part of device broke during the procedure? (Suture or the needle) suture. Was the box damaged? Or the individual package? Individual package. Was the product stored as recommended? Yes. Are pictures available to show defect? Please refer the attached mail was sterility of the product affected? No. Sales rep confirmed that there was no issue with the packaging. While the surgeon was doing the procedure the suture broke.

Event description:
It was reported that a patient underwent a gastric perforation and suture was used. During the procedure, the suture broke during use. There were no adverse patient consequences reported. Additional information was requested.